Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned damaged with a cut from the outer insulation through the inner insulation and blood ingress on both conductors. The helix will not extend because dried blood in the distal conductor prevents torque transfer to the helix when the is-1 pin is rotated. (B)(4)

Event description:
It was reported that during implant of the right atrial (ra) lead the helix would not extend after fifteen to twenty turns. The lead was removed and tested on the table, and the helix would still not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.